Manufacturer narrative:
This product remains implanted and in service; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of no problem detected.

Event description:
It was reported that the patient with this pacemaker experienced vibrations down their arm and leg. The patient believes the device is not performing as intended and should be replaced. Technical services (ts) was consulted and indicated no episodes were stored and no threshold tests were performed at the time of the symptoms. Ts recommended performing a patient triggered electrogram (egm) if symptoms occur in the future and provided programming recommendations. No additional adverse patient effects were reported. Additional information is being requested from the field. This device remains in service.